Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited failure to capture. No intervention was performed. There were no patient consequences.